Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Lens opacification (incl. Glistening) is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Date of implant: (B)(6) 2021. Date of event: (B)(6) 2021. Post-operative complication; glistening it was confirmed that there was no loss of best corrected visual acuity; no yag or explant required. Lens remains implanted in patients eye.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d3 - corrected manufacturer's us address to new location. G1 - corrected manufacturer's us address to new location. Additional information: g2 - added company representative for investigation, g6 - type of report - noted as follow-up #1, h2 - type of follow-up - noted for corrected and additional information, h3 - indicated device not returned, h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No videos were available for the investigation. The product was not returned, and appearance check could not be performed. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 230). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2021. Date of event: 17-sep-2021 post-operative complication; glistening. It was confirmedt hat there was no loss of best corrected visual acuity; no yag or explant required. Lens remains implanted in patients eye.